Event description:
The customer is unsure htis unit assesses properly as it was used on a fireman with a racing hwart and one of the 3 emts disagreed with the defibrillator's assessment as "no shock indicated". The customer wants the unit's rhythm detection verified. Also, the defibrillator is prompting "needs service, clock".